Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that his blood glucose was high and he went to treat with the insulin pump and realized it was off. Customer tried changing the battery and replaced the battery cap with the one received and it did not work. Blood glucose value is 420 mg/dl; treated with manual insulin injection. Customer was advised to discontinue use of the insulin pump and revert to backup plan. Nothing further reported.

Manufacturer narrative:
Insulin pump had a blank display due to the battery tube connector was not plugged in properly. Insulin pump received with cracked case at display window corner, reservoir tube lip and minor scratches on display window.